Manufacturer narrative:
Philips service replaced the mrc 200+ 0508 rot-gs 1003 tube and hivo high voltage transformer, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that error messages caused the system to stop x-raying on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.